Event description:
The customer reported falsely elevated alinity c carbon dioxide patient results and quality controls (qc) out of range. The following example data was provided (customer provided reference range: 22 to 31 mmol/l): initial result = 33 mmol/l, repeat after recalibration = 25 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section g2 - report source: this section was corrected with a removal of foreign. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 68121uq04. A review of tracking and trending for the alinity c carbon dioxide assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 68121uq04 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity c carbon dioxide reagent, lot number 68121uq04.

Event description:
The customer reported falsely elevated alinity c carbon dioxide patient results and quality controls (qc) out of range. The following example data was provided (customer provided reference range: 22 to 31 mmol/l): initial result = 33 mmol/l, repeat after recalibration = 25 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.